Event description:
It was reported that the clinician contacted arrow clinical support (acs) advising that they had a patient in the cvicu about to return to ccl for the third time. The patient was deteriorating and there was a suspected rupture with the iab. The clinician wanted to know if they could do an over the wire exchange of the iab. Acs discussed with the clinician the possible complication, mainly the potential for embolus if there is any clotting in the central lumen. Acs also discussed with the clinician the possible complications such as helium embolus and catheter entrapment. Acs instructed the clinicians to call back if they had any difficulty with the exchange. There were no reported patient complications. Follow-up report will be filed when evaluation is complete.